Event description:
Information received from the field notes a loss of capture and that the patient had been defibrillated a few days prior to d evice replacement. Also reported was acute myocardial infarction.